Event description:
Customer was hospitalized due to high blood glucose. Troubleshooting was performed and the time on the pump was off by over 1 hour. Customer reported no bent cannulas. Trouble shooting was performed and the pump passed the high pressure test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.